Manufacturer narrative:
(B)(4).

Event description:
It was reported via a trial that the procedure was staged, the first procedure took place on (B)(6) 2008, during which a xience v stent was placed in the mid left anterior descending artery without complications. The second stage of the index procedure took place on (B)(6) 2008. Predilatation was performed prior to stenting. After deployment of the stent in the mid right coronary artery (rca), a dissection was noted proximal to the deployed stent. The dissection was reported to have sealed itself with some residual effects. Date of discharge (B)(6) 2008. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was staged, the first procedure took place on (B)(6) 2008 during which a xience v stent was placed in the mid left anterior descending artery without complications. The second stage of the index procedure took place on (B)(6) 2008. Predilatation was performed prior to stenting. After deployment of the stent in the mid right coronary artery (rca), a dissection was noted proximal to the deployed stent. The dissection was reported to have mostly sealed itself with some residual effects, that were believed by the physician to resolve with time. The date of the discharge was (B)(6) 2008. No additional information was provided.